Event description:
Both prescription lenses catastrophically failed and I was unable to see well enough to drive a vehicle. I left my regular prescription eye wear in my vehicle and used my prescription sunglasses during the daytime. At night, when I returned to my vehicle, I switched to my regular prescription eye wear but could not see properly to drive. I was about 40 miles from my motel and had to use sunglasses to return to the motel. I do not believe that essilor USA, inc. Adequately alerts users of their prescription lenses of the low temps at which their lenses can fail catastrophically. Essilor USA, inc. Has failed to provide me with the heat distortion temp that can cause catastrophic failure as requested. They only state that their lenses should not be kept in a vehicle. Based on my experience, the heat required for catastrophic failure is unreasonable low and the product should not be allowed to be marketed. Dates of use: (B)(6) 2010 - (B)(6) 2012. Diagnosis or reason for use: lenses to correct eye sight. I have worn prescription lenses for approximately 60 yrs and never had heat damage to lenses when I kept eye wear in as vehicle.